Manufacturer narrative:
Unit received with broken off top part of the battery cap. Unit received with blank display due to corroded battery tube. Unable to perform displacement test due to blank display. Unit received with cracked case at display window corners and display window. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that the battery cap fell off and now the battery could not be removed. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.